Manufacturer narrative:
The reported event of premature battery depletion was not confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was set to auto-capture. When device is set to auto settings the pacing may change based on requirements of the patient and may cause change in estimated longevity. Further analysis did not find any anomaly and battery was in elective replacement indicator. Longevity assessment was performed and revealed the device exceeded projected longevity.

Event description:
During a follow-up in clinic, the device was noted to exhibit a trend of premature battery depletion. The device was explanted and replaced. The patient was stable.